Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as insulin pump was not working. Customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 400 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. Troubleshooting was not ok for high blood glucose level. The device will be returned for analysis.